Event description:
During routing evaluation, a syncardia service technician reported that the driver failed incoming testing. The driver failed for high lap, high left driveline peak pressure, and was unable to complete the testing due to driver alarming.

Manufacturer narrative:
The freedom driver will be evaluated. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Alarm history and patient data file review found two new alarms recorded in the driver's eeprom, both 2d fault alarms which were recorded during eeprom extraction. Visual inspection of external components revealed no abnormalities. Visual inspection of internal components revealed cracked, bottom left and top left anchor bosses in driver's front housing. Also, the secondary cam follower was noted to be in bottom dead center position. Freedom driver passed all sections of incoming functional testing. A second round of functional testing was performed and the driver again passed all functional testing. Failure investigation for this complaint could not confirm the reported issue of high lap and high left driveline peak pressure via alarm history data review nor functional testing. The complaint was not replicated via functional or observational testing. The root cause of the customer reported high lap and high left driveline peak pressure was unable to be determined. Failure investigation identified no other test failure, damage, or abnormalities that could have contributed to the customer reported issues. Driver functioned as intended. This complaint was based on routine service so there is no patient involvement. Despite the presence of 2d alarms in the eeprom, there was no evidence of secondary motor engagement, so these faults were likely produced during eeprom extraction. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.) (B)(4) follow-up report 1.